Manufacturer narrative:
An event of back pain and aortic dissection was reported during an unscheduled outpatient visit after 3-weeks of successful navitor implant. No issues were observed during or after the procedure. The device remains implanted and will not return to abbott for analysis. Pre-procedural and two post-procedural CT scan images were reviewed by abbott medical affairs personnel. The dissection entry point appeared to be approximately 1.5 cm above the navitor valve. The valve appeared to remain in its original implanted position. There was no apparent evidence of navitor device malfunction. Based on the information received and the review of provided images, the aortic dissection may represent a procedural complication. However, the exact cause of the reported patient effects could not be conclusively determined. The patient was subsequently transferred to another account for surgical treatment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully at a depth of 1mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). No issues were observed during or after the procedure. On (B)(6) 2025, a contrast-enhanced computed tomography (CT) was performed which showed no abnormalities. However, on december 24 during a scheduled outpatient visit, back pain was noted. Subsequent examinations revealed a stanford type a aortic dissection. The entry tear was identified on the lesser curvature side of the ascending aorta, located 2¿3 cm above the upper edge of the navitor frame. The patient was transferred to another account for surgical treatment. It is unclear whether the navitor frame contributed to this event; however, because it occurred within one month postoperatively, a causal relationship cannot be completely ruled out.